Event description:
Pump consistently alarming "upstream occlusion." Pump sent to clinical engineering. Clinical engineering department attempted to recreate the error. Reseated tubing and started pump, it ran for a few minutes and then alarmed "upstream occlusion" again. Tried new tubing and tested pump again but it still alarmed upstream occlusion. Spoke with baxter tech support who felt there may be a cracked support or sensor. Sent to MFR for repair.